Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii would not deploy. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital is unable to provide the lot number and will reportedly not be returning the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unknown. (B)(4).